Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure b30 scope communication error was confirmed however, the flickering image was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the b30 scope communication error: corrosion of the plug unit. A definitive root cause could not be established for the reported flickering image as it was not confirmed that this specific defect occurred with the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a flickered image and error b30 displayed. The issue was identified during preparation for use, and there were no reports of patient involvement.